Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device went into black blue screen during move. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist suggested the customer to hard reboot the device and confirmed that the reboot was performed by the customer to fix the issue. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.